Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was hospitalized for high blood glucose levels. The reporter indicated that the patient had flu like symptoms at the time of the event. The reporter stated that the health care professional at the hospital wanted the patient to disconnect from the pump for 4 weeks and then to resume pump therapy. During the call the reporter indicated that the patient¿s pump was emitting multiple loss of prime warnings and was inquiring if the prime alarms may have caused the patient¿s blood glucose levels. The reporter stated that the pump was successfully reprimed after the pump was disconnected. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to an allegation of multiple loss of prime warnings.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.